Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and undersensing were noted on the right ventricular (rv) lead. It was noted the patient also experienced pseudo twiddlers syndome which also damaged the lead. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead developed a cosmetic depression while in vivo. Visual analysis of the lead indicated apparent explant damage. The analyst noted the outer insulation had cosmetic depressions at various locations across the lead. If information is provided in the future, a supplemental report will be issued.